Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment. Fluoroscopy showed the needle had stalled closed to the top of the shaft. Cutters were used to break the barrel and access the needles. Arteriotomy closure was successful using the needles and sutures placed by the techstar device. No pt injury was sustained and no further medical intervention was required. The returned device was inspected. Because the barrel of the device was fractured in the field, the root cause of the failure could not be determined. However, this device was from a lot included in a recall, which was initiated on november 21 and 22, 1997, immediately after this complaint was received, for complaints of needle stall. Reports from the field indicate that the failure mode seems to be the same as the recall failure mode. Hemostat marks were noted on the suture lumen, which may indicate that user error in clamping the suture tube may have contributed to suture drag, which in turn may have contributed to the suture stall. Investigations and bench testing related to the recall indicated that such a contributing factor was necessary to recreate this failure mode.